Manufacturer narrative:
Correction: h6 should include failure to sense.

Event description:
It was reported that the patient presented in clinic for a generator change procedure. After the right atrial lead was plugged into the new device, the lead exhibited low pacing impedance, loss of sensing, and loss of pacing. The lead was programmed inactive. The patient was stable.